Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The original pocket site was too deep. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.